Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 therapy for peritoneal dialysis. Action taken with dianeal therapy was not reported. On (B)(6) 2012, the patient was hospitalized with a small infection in the abdomen. The nurse stated that the infection was peritonitis. The cause of the peritonitis was unknown. The nurse stated that the patient was constipated. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12c08110, h12b29043, and h12g27079. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.